Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of three reports (3007042319-2016-00978, 00979, and 00980.) Submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient in a skill nursing facility expired due to ventricular fibrillation (v-fib) arrest following vad stop alarms and unsuccessful controller exchange. On (B)(6) 2016, this patient showered but did not protect his equipment properly (unsure if he was using shower bag or patient pack). His controller got wet and he began getting controller fault alarms. The skill nursing facility (snf) called the on call service for further instruction. During the phone call, the patient began switching between a controller fault and controller failed alarm. The pump was at this point cycling on/off. The patient went to his room from the nurse's station to get his back-up equipment (per the site: exerting himself more with a non-functioning vad). The on call service instructed the nurse to call emergency medical services and attempted to walk the nursing staff through a controller exchange. Apparently the nurse on the phone got frustrated and hung up during the controller exchange process, so from the records that were received the patient was off of vad support at the time ems arrived. Ems transported the patient to a local emergency room department, but in route the patient went into v-fib. Advanced cardiac life support was started. The snf called to report that they found dnr papers in the patient's records and acls was stopped. The patient expired due to v-fib arrest being off of vad support. No autopsy is being performed and at this point, the site doesn't plan to send any equipment back as they do not have it.

Manufacturer narrative:
The controllers ((B)(4)) were returned to heartware for evaluation; the hvad pump (B)(4) was not returned for evaluation.review of the manufacturing records of pump ((B)(4)) and controller ((B)(4)) revealed that the associated devices met all specifications prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the controllers in relation to the reported event. The reported event was confirmed via log file analysis which revealed multiple controller fault alarms on the reported event date. Additionally, one electrical fault alarm and multiple high watt alarms and vad stop alarms were also triggered. Analysis of controller ((B)(4)) revealed that the controller failed visual inspection and functional testing. Visual inspection of controller ((B)(4)) revealed loose power supply and serial port connectors and moisture and corrosion inside the controller which was most likely as a result of the controller getting wet as mentioned in the event details. Functional testing of controller, (B)(4), revealed that the controller was unable to start and run the motor fixture as intended. Controller ((B)(4)) passed visual inspection and functional testing. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; the manufacturer and supplier have an open investigation for the root causes of the loose connectors. The most likely root cause of the reported controller fault alarms can be attributed to the liquid ingress observed during the internal inspection of the controller due to the controller getting wet which led to damage to the power circuit of the printed circuit board and further triggered an electrical fault alarm and high watt alarms. The IFU warns patients to not allow water or other fluids to enter the controller, power adapters, batteries, battery charger or connectors, as this may damage heartware® system components. If this happens, contact heartware. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. This is report one of three reports (3007042319-2016-00978, 00979, and 00980.) Submitted for devices related to the same event.